Event description:
It was reported by service report that the pressure switch on the hydraulic sub-assembly was leaking and chattering. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pressure switch on the hydraulic sub-assembly.